Manufacturer narrative:
Additional narrative: litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Doi: (B)(6) 2010 - dor: (B)(6) 2014 (right hip). The devices associated with this report were not returned. A previous review of the device history records for the 3163413 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported complaints against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).the investigation has been reopened due to receiving revision information. Depuy will notify the FDA when the investigation is complete. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain.litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone.

Event description:
Pt. Was having pain and he had a metal on metal liner in which was a 56 and an 40-3 head. Took liner and head out while pulling poly liner in. Right hip. Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 9/30/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis. No labs were provided for the alleged high metal ions. The stem is being added to the complaint.the complaint was updated on:10/26/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pinnacle ppf received. Ppf was reviewed for MDR reportability. In addition to what was previously alleged, ppf reported of dislocation.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search on the liner found additional reports however, per wi-3430, a review of the device history records is no longer required. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what were previously alleged, ppf alleges metal wear. Doi: (B)(6) 2010 - dor: (B)(6) 2014 (right hip).